Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of perforation, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a scrotal infection cannot be confirmed. Investigation conclusion: based on the available information for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that as the physician was dilating the corpora, he noted that the urethra was injured during dissection. The case was cancelled. The patient was expected to fully recover.